Event description:
It was reported, the patient moved and could not find a healthcare provider (hcp) to refill her pump. The pump then went empty and alarmed on (B)(6) 2014 (estimated from old session report). The patient finally found a hcp, but the pump had been dry for too long and the hcp opted to explant. The pump reportedly worked well for the patient, but ¿went bad¿ from being empty. The pump was used to deliver bupivacaine, clonidine, and sufenta (sufentanil). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. The pump interrogation report listed the pump to have contained sufentanil (350.0mcg/ml, 75.01mcg/day) and bupivacaine (7.0mg/ml, 1.5003mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.